Event description:
It was reported that upon interrogation, a lead safety switch (lss) was found on the competitor right atrial (ra) lead connected to this pacemaker, which indicates an out of range pace impedance measurement. The health care professional was planning to turn off the minute ventilation feature, as the patient does not need it. Technical services discussed testing the leads and considering programming the ra lead back to bipolar if it tests okay. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.